Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a 23mm valve implanted for four years, four months was failing. The patient had been having chest pain and shortness of breath for 6 to 8 months. The patient's cardiologist ordered an echocardiogram and said that the patient needed surgery.